Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that insulin leaked from the p-cap connector. The customer's mother did not know the blood glucose reading. She stated that the incident occurred approximately a week and a half prior to the call. She could not verify the exact product or date of occurrence. She was advised to have the customer call for proper troubleshooting. Nothing further reported.